Manufacturer narrative:
H10:the device was received for evaluation. A visual inspection was performed with naked eye with no issues noted that could be related to the reported issue of disconnection. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set had disconnected from the titanium adapter. This was observed during use for pd therapy. To resolve the issue, the transfer set was replaced. There was no allegation against the titanium adaptor and remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted the silicone tubing was broken into two pieces beneath the twist sleeve. Functional testing including leak testing was performed with no issues noted. Integrity testing was also performed between the patient adapter and in-lab titanium adapter; there was no connection issue or leak observed. The reported disconnection issue was not verified. The cause of the silicone broken into two pieces beneath the twist sleeve could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.